Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a scratched screen and rejected battery. The customer also reported the sensor fails before 6 days. The customer reported no adverse event. The event involved products mmt-1884l, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using original battery cap and a new battery. Unit power up properly after battery installation. No failed batt test alarms noted. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might trigger the reason complaint. No relevant alarms were recorded in download history files to confirmed complaint. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No failed battery alarms noted during testing. Unit functioning properly. The pump received with normal operating currents. The baat tool was utilized to create power graph and for battery related anomalies. Battery cycle 4.0 received the lowbatteryalert (104) on 02/23/2025 19:01:00 after more than 7 days at 8.2 days. Battery cycle 3.0 received the lowbatteryalert (104) on 02/15/2025 04:31:00 after more than 7 days at 12.49 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with scratched case, minor scratched on lcd window, cracked keypad overlay and pillowing keypad overlay. In conclusion no unexpected failed batt test alarms noted during testing. Unit functioning properly after battery installation. Unit was received with minor scratched on lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.